Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation of tissue expander.

Event description:
Healthcare professional reported a deflation with a tissue expander on an unknown side. Device has been explanted.